Manufacturer narrative:
Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging were not provided for this investigation. One drawing of the alleged product issue was provided for review--it shows incomplete expansion of the inner stent. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): [serious malfunctions]. Deformation, damage and malfunction of this product. Migration, shortening and misplacement of stent. Misdeployment/torsion of stent. Recapture difficulty. Excessive resistance/friction/difficulty in inserting or withdrawing pain. Carotid sinus reflex. Hemorrhagic infarct (cerebral hemorrhage/subarachnoid hemorrhage). Cerebral edema(hydrocephalus). Stent thrombosis. Stent stenosis/restenosis. Cholesterol embolism. Retreatment in vessel. Chf. Hyperperfusion syndrome. Excessive tension/tension drop. [Other adverse events]. Headache. Hypoperfusion. Fever. Amaurosis fugax. Vomit. (5) if excessive resistance is felt during manipulation, remove the unit and all applicable accessory devices together. (6) do not apply excessive force, this may be result in breakage or damage of this product. [Directions for use]. Introduction of the stent delivery system. 3.(3) note. -ensure to use a guidewire or protection device when advancing or withdrawing the delivery system. 4.(1) this product should deliver to target lesion through protection or guide wire using fluoroscopy guidance. Note:if there is resistance in advancing the delivery system, withdraw delivery system and replace it with another delivery system. Note: keep the delivery system as straight as possible with all slack removed outside the patient's body. Slak of the delivery system outside or inside the patient's body may cause misplacement of the stent beyond the lesion. Stent deployment 4. (3) if position of stent is inappropriate, the stent can be recapture and replace only when the length of deployed stent part is less than 50% of the total length. Recapturing of stent can be accomplished maintaining the inner catheter (handle) position and advancing or pushing forward the outer catheter. Note: since stent for shortens as it expands, consider stent shortening for stent size selection. 5. Withdrawing delivery system. (1) make sure that the stent deploy completely under the fluoroscopy. (2) remove whole delivery system from patient body under the fluoroscopy. Note: recapture distal tip advancing outer sheath of delivery system after stent deployment, withdraw it with rhv connected to guiding sheath or guiding catheter is opened to avoid entanglement. 6. Post deployment stent dilatation. (1) if incompletely deployment is observed, perform the standard pta procedure. The inflated nominal diameter of the pta balloon used for post-dilation should be approximately the same as the diameter of the referenced native vessel. (2) withdraw the pta balloon catheter after post-deployment. One drawing showing the alleged incomplete inner stent expansion was provided for review; however, the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also not provided for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event.

Event description:
It was reported that a stent was implanted and that the micromesh of the stent at the distal end was floating; the stent did not fully attach to the vessel wall due to poor deployment of the stent inner layer. The physician used a balloon to properly expand the stent inner layer and the stent was successfully expanded properly. Subsequently, the procedure was successfully completed.